Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(4) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2017, patient was seen in emergency room for stoma site infection . Patient was treated with antibiotics keflex 500 mg oral 4 times a day for 10 days.